Manufacturer narrative:
Investigation: a review of the lot history and sterilization records was conducted. No deviations were noted or found in any of the documentation and all release criteria was met, including testing for suture retention (coarse and wale), fourier-transform infrared spectrophotometry (ftir), and ball burst conducted on the mesh at incoming and in-process ftir testing of the cured coated panel. Clinical evaluation: any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Infections may cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. The instructions for use precaution against handling of the mesh without clean sterile gloves and instruments. It states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.

Event description:
Report received from of infection with mesh that had to be explanted. Cultures were done on explants and they showed skin flora along with other bacteria.

Manufacturer narrative:
(B)(4). Upon completion of the investigation into this event a follow up report will be submitted. Related reports: 1219977-2015-00196, 1219977-2015-00197, and 1219977-2015-00198.